Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
These ivs are not retracting the needle back when you press the button to retract it. I haven't noticed it with any other lot numbers that we have on hand, just this one lot number so far. I have pulled them all from our stock supply as this could pose a danger to us or our patients while using them. No adverse event or serious injury to patient or healthcare professional.

Manufacturer narrative:
The complaint of a needle retraction issue was confirmed and the cause appeared to be manufacturing related. Representative 22ga insyte autoguard units from lot: 4239971 were provided for investigation. A functional test revealed that all needles fully retracted; however, the retraction time of some units exceeded the specification. The retraction time appeared to be associated with dispersed gel around the flash chamber. A trend has been identified for the reported failure and further actions have been initiated to investigate this type of incident and identify the root cause. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.